Event description:
It was reported while using an unspecified bd 30ml syringe damage occurred leading to leakage. There was no report of patient impact. The following information was provided by the initial reporter: we received the following report from our community campus site. Event date is 11/13/2022 and no patient harm reported. Both they syringe and phaseal were saved. Please let me know what additional information is needed. Clofarabine sent from pharmacy with 30 ml ns flush with phaseal injector leur lock attachment connected to flush. Rn connected phaseal to chemo bag1 way port and administered clofarabine as ordered. When flush phaseal was engaged to flush bag, leaking was noted at the flush connection point of phaseal. Some volume was flushed up into bag to flush chemo bag and line, and some flush dripped out. 2nd rn called to bedside to ensure that phaseal and flush were assembled correctly. After medication completed and system was inspected it was found that the tip of the flush syringe was broken off inside of the phaseal leur lock. Spill is thought to be all saline flush and not any chemo. Syringe, phaseal and bag retained and turned into nurse manager for further inspection by pharmacy and supply chain. Is the syringe a bd product? If so please provide the bd material and lot number. Yes, it was a bd 30 ml syringe. Are any part of the samples available contaminated with chemo? Syringe contained normal saline and was hooked to phaseal. Phaseal was hooked to bag containing chemo. So syringe should not have come in contact with chemo but phaseal would have. Called cusotmer to follow up on reported issue. Cusotmer could not determine where the issue stemmed from, if it was part of the phaseal broke causing the leak or the syringe, has not looked at the samples available yet but does know the facility does have them. Customer working off site as there is construction in their work area, asks that we wait for them to provide an address for sample return kits to be sent, to collect the samples. Explained that samples will need to be sent separately as phaseal is contaminated with chemo while the syringe only has exposure to saline. Customer advised there was not any harm/impact as chemo did not spill, only saline. Customer not sure of material of lot number of syringe and believes staff threw away packaging but can tell this is for 30ml syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-feb-2023. H6: investigation summary it was reported the tip of the syringe was broken off. To aid in the investigation, one 30ml luer lok syringe with no packaging blister and one photo was received for evaluation by our quality team. A visual inspection was performed and the luer tip was damaged and broken off. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur when the syringe is connected to another device and excessive torque is applied. During the manufacturing process, the syringe luer is not connected any other mechanism. As the information provided about the unit is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd 30ml syringe damage occurred leading to leakage. There was no report of patient impact. The following information was provided by the initial reporter: we received the following report from our community campus site. Event date is 11/13/2022 and no patient harm reported. Both they syringe and phaseal were saved. Please let me know what additional information is needed. Clofarabine sent from pharmacy with 30 ml ns flush with phaseal injector leur lock attachment connected to flush. Rn connected phaseal to chemo bag1 way port and administered clofarabine as ordered. When flush phaseal was engaged to flush bag, leaking was noted at the flush connection point of phaseal. Some volume was flushed up into bag to flush chemo bag and line, and some flush dripped out. 2nd rn called to bedside to ensure that phaseal and flush were assembled correctly. After medication completed and system was inspected it was found that the tip of the flush syringe was broken off inside of the phaseal leur lock. Spill is thought to be all saline flush and not any chemo. Syringe, phaseal and bag retained and turned into nurse manager for further inspection by pharmacy and supply chain. ¿ is the syringe a bd product? If so please provide the bd material and lot number. Yes, it was a bd 30 ml syringe. ¿ are any part of the samples available contaminated with chemo? Syringe contained normal saline and was hooked to phaseal. Phaseal was hooked to bag containing chemo. So syringe should not have come in contact with chemo but phaseal would have. Called cusotmer to follow up on reported issue. Cusotmer could not determine where the issue stemmed from, if it was part of the phaseal broke causing the leak or the syringe, has not looked at the samples available yet but does know the facility does have them. Customer working off site as there is construction in their work area, asks that we wait for them to provide an address for sample return kits to be sent, to collect the samples. Explained that samples will need to be sent separately as phaseal is contaminated with chemo while the syringe only has exposure to saline. Customer advised there was not any harm/impact as chemo did not spill, only saline. Customer not sure of material of lot number of syringe and believes staff threw away packaging but can tell this is for 30ml syringe.

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd 30ml syringe damage occurred leading to leakage. There was no report of patient impact. The following information was provided by the initial reporter: we received the following report from our community campus site. Event date is (B)(6) 2022 and no patient harm reported. Both they syringe and phaseal were saved. Please let me know what additional information is needed. Clofarabine sent from pharmacy with 30 ml ns flush with phaseal injector leur lock attachment connected to flush. Rn connected phaseal to chemo bag1 way port and administered clofarabine as ordered. When flush phaseal was engaged to flush bag, leaking was noted at the flush connection point of phaseal. Some volume was flushed up into bag to flush chemo bag and line, and some flush dripped out. 2nd rn called to bedside to ensure that phaseal and flush were assembled correctly. After medication completed and system was inspected it was found that the tip of the flush syringe was broken off inside of the phaseal leur lock. Spill is thought to be all saline flush and not any chemo. Syringe, phaseal and bag retained and turned into nurse manager for further inspection by pharmacy and supply chain. Is the syringe a bd product? If so please provide the bd material and lot number. Yes, it was a bd 30 ml syringe. Are any part of the samples available contaminated with chemo? Syringe contained normal saline and was hooked to phaseal. Phaseal was hooked to bag containing chemo. So syringe should not have come in contact with chemo but phaseal would have. Called cusotmer to follow up on reported issue. Cusotmer could not determine where the issue stemmed from, if it was part of the phaseal broke causing the leak or the syringe, has not looked at the samples available yet but does know the facility does have them. Customer working off site as there is construction in their work area, asks that we wait for them to provide an address for sample return kits to be sent, to collect the samples. Explained that samples will need to be sent separately as phaseal is contaminated with chemo while the syringe only has exposure to saline. Customer advised there was not any harm/impact as chemo did not spill, only saline. Customer not sure of material of lot number of syringe and believes staff threw away packaging but can tell this is for 30ml syringe.